Event description:
It was reported to conmed that, "reflex elc clip applier was used for operation but failed after first application, another clip applier from the same lot number was used and again failed after first application. Another clip applier from a different lot number was used and worked. Unknown the alternative lot number used. Both previous clip appliers were disposed of by customer. Customer has removed lot 1212311 from circulation and will be sending to clinical risk. Sample from this batch is being returned, however, managers who want to keep the remaining clip appliers for clinical risk management. Patient info: surgery is usually performed as "day surgery" with patient being discharged later that day. Therefore, the incident caused admission and prolonged hospitalisation. Injury is described as bile leaks. Female patient. Patient returned to theatre over the weekend twice for leaking bile. Believed to be on separate days".

Manufacturer narrative:
The device was discarded by the end-user after the initial surgical procedure. Lot sample devices are expected to be return for evaluation; however, to date have not yet been received. When a quality engineering investigation of the reported incident is completed a supplemental report will be submitted. This report is associated with medwatch 1320894-2013-00034.

Manufacturer narrative:
The reflex elc 530 laparoscopic clip applier is an endoscopic clip applier having application in a variety of laparoscopic procedures to ligate vessels and other small tissue structures. A review of the manufacturing documents from the DHR/lhr. Device history record/lot history record, for lot 1212311 has verified the devices were produced according to current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. A DHR/lhr for the second device was not possible as the lot number for this product has not been made available. Although the actual complaint devices were not available for evaluation, one (1) 530 clip applier in a sealed package with lot #1212311 from customer stock was returned. The device was evaluated by the quality engineer and the manufacturing engineer for clip appliers. Examination of the device showed no evident defects. All twenty (20) clips were then loaded into the jaws and fired. All of the clips appeared to be very well formed without scissoring or excessive eye gaps. The formed clips were then taken to the production floor and ten (10) clips were measured for eye gap. All ten (10) passed the maximum eye gap specifications. All 20 formed clips passed through the go/no-go gage which tests for scissoring and proper formation. Evaluation of the returned device from customer stock did not reproduce the reported failure mode. With past investigations, by not fully squeezing the trigger of the clip applier device, conmed was able to demonstrate incomplete closure of the clips as experienced in the reported incident. This type of failure is mitigated by functional testing and visual inspection in the manufacturing production. During production on every device, the first clip is fired and inspected for poor closure and for possible scissoring of the clip. The second clip is fired and measured to verify proper width, as well as the resulting eye gap is measured with a microscope. The dfu, directions for use, also mitigates the associated risk by instructing to , "squeeze the trigger firmly until it stops. As the trigger is closed, the clip is held by the jaws and closes around the tissue or vessel. Note: failure to completely close the trigger could result in incomplete clip closure and possible compromise hemostasis." The dfu also cautions the end-user to, "inspect the ligation site to ensure proper application and that hemostasis has been achieved." The customer complaint cannot be conclusively confirmed since the device in question is not available for review. Without evaluating the suspected sample a conclusive determination of root cause cannot be made. The probable root cause of this reported failure mode is incomplete closure of the trigger of the device, i.e., not firmly / fully squeezing the trigger. This complaint investigation has not conclusively identified any manufacturing related defects; therefore, corrective action is not recommended at this time. Conmed is considering this complaint closed.(B)(4).